Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for pre-dilation. However, during the inflation, the balloon ruptured. The procedure was completed with another sterling balloon catheter. No patient complications nor injuries were reported.